Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a second mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet. A first clip, a mitraclip xtw (51201r1032), was inserted and deployed on the mitral valve, adjacent to the previously implanted clip. To further reduce mr, a second clip, a mitraclip xtw (51222a4127) was inserted and positioned laterally. However, the clip became caught in chordae. Troubleshooting was performed, and the clip was able to be removed from chordae. However, it was observed that the posterior gripper was not functioning as intended. Therefore, the clip was removed and replaced. A third clip, a mitraclip xt (50813r1040) was inserted and positioned on the mitral valve. However, the clip became caught in chordae. Troubleshooting was performed and was able to be freed from the chordae. However, it was observed that a rupture of the chordae occurred, and one of the grippers was not functioning as intended. Therefore, the clip was removed and replaced. A fourth clip, a mitraclip xt (51002r1101) was then inserted, and grasping was performed. However, difficulties visualizing the clip occurred and the leaflets were unable to be grasped or captured. Therefore, the clip was removed from the patient. The procedure was discontinued with one clip implanted. The mr remained at a grade of 4. There was no clinically significant delay in the procedure.